Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the patient's "shaggy" aortic arch was clarified as the vessel quality being poor due to calcification and plaque adhesion. A non-medtronic guidewire was used during the implant. Following the valve implant, a dissection was observed in the left subclavian artery.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, access was obtained via the patient's left subclavian artery due to the patient having a mean femoral artery diameter of less than 5-millimeters (mm) and a "shaggy" aortic arch. After implantation of the valve, intravascular ultrasound (ivus) revealed a slight dissection. Subsequently, a stent was placed.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6)2026; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.